Event description:
Evaluation revealed a misaligned display screen and dislodged force sensor pins.

Manufacturer narrative:
There was no reported patient impact associated with this event. Evaluation revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed "loss of prime" warnings associated with zero force.